Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 550 mg/dl. The customer was not feeling well. She was feeling lethargic and nauseous. The infusion set needle came off. It took several hours to bring her blood glucose level down. The customer treated by changing the infusion set and used the insulin pump. Six weeks ago the customer had should surgery due to an infection. The screen was not easy to read. The device was not returned.